Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the v cutter broke off inside of the patient during the case. As per the subsidiary, the v cutter broke off inside of the patient during the case. There was no harm to the patient and the procedure was finished. No blood loss and the patient was fine. *no known consequence or health impact to patient. *product was changed out . *procedure was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 23, 2024. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 11, 3331, 3221, 4315). The affected sample was not returned for evaluation. A retention sample from the same lot number was inspected to show no anomalies with the device and a fully intact v-cutter. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.